Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead showed undersensing. It was also indicated that noise was present on the electrogram when programmed with far-field sensing vectors. Defibrillation testing during device replacement indicated successful therapy but sensing was reprogrammed to a more sensitive setting. The lead remains in use. No patient complications have been reported as a result of this event.